Event description:
Follow-up revealed the patient's doctor does not want to move further with trying to find the patient's sensor. Allegedly, the doctor feels there is nothing else he can do at this point.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has been unable to transmit/locate his sensor. X-rays and fluoroscopic imaging revealed the sensor has moved from its original location and cannot be found at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review it was determined the patient's physician will not pursue further evaluation at this time.

Event description:
Follow-up revealed the doctor plans to perform an additional CT scan to locate the sensor.